Event description:
Reporter noted "u/s" handpiece primed and tuned, but found no aspiration, vacuum or power upon use. Corneal chamber collapsed; iridodialysis. Sutured iris. Changed cassette and tubing with no change in performance. Changed handpiece and completed case. Patient reportedly recovering well.